Manufacturer narrative:
Based on the information provided, the root cause of the reported patient experienced pneumothorax cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. An event verification review for the account was performed and revealed that two ion endoluminal biopsy procedures were performed on (B)(6) 2022. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. The error logs were not available for en0611 on (B)(6) 2022. Only partial logs are available from this system on (B)(6) 2022. No video/images were provided by the customer for review. This complaint is reportable due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and allegedly developed a pneumothorax. The cause of the complication is unknown. How the pneumothorax issue was resolved is unknown. The patient was reportedly discharged the same day as the procedure.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and allegedly experienced a pneumothorax. The target lesion was 2.8cm and was located in the outer third of the left lower lobe. It was reported that only a 21g flexision biopsy needle was used during this procedure to biopsy the lesion. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.